Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the dual lumen catheter. The customer reports "they found blood leaking out from catheter after if was embedded into the patient's body, there is a hole 0.5mm 1cm in the tube."